Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was empty. Patient weight was (B)(6). The consumer helps to care for the patient. The spasms were getting worse. The patient is on oral baclofen, but it does not help as much as the pump. The consumer was told that a nurse may be able to come to the facility to fill the pump, but the consumer cannot request a nurse as she was not the power of attorney. The consumer planned to look for options on how to get a nurse to the facility. An appointment was made with the primary care physician for friday but it has been canceled as they cannot fill the pump. The patient was quadriplegic which was not related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2018 (sometime in (B)(6)). It was reported the pump had a critical alarm. The patient had been hearing it for the last month. It was ¿going off constantly¿ and driving him ¿nuts". The patient missed a scheduled refill. The patient was in an assisted living facility. The patient had the pump because of his condition from a car accident. The patient was supposed to have a refill on (B)(6) but could not get the refill due to insurance changes. The patient could no longer follow up with their managing physician due to the patient being in assisted living and no medical insurance. They do not know how to get a refill. The patient has not been in withdrawal. The facility has been giving the patient oral baclofen, but it was nowhere near what he had been getting with the pump. The patient¿s spasms had been really awful and were intensifying; it started about 2 weeks ago. No further complications were reported.